Event description:
On (B)(6) 2011, the following was reported to kci by the pt's daughter: over a period of two months, the pt's wound deteriorated and the pt acquired an infection in the wound. The pt also reportedly experienced pain during dressing removal. Multiple attempts to gather additional information from the pt's physician were unsuccessful.

Manufacturer narrative:
On an unknown date the pt was diagnosed as bedridden. On an unknown date the pt was diagnosed with dementia. On (B)(6) 2011, the unit passed quality control (qc) checks and met specifications prior to pt placement on (B)(6) 2011. On (B)(6) 2011, v.a.c. Therapy was discontinued. On (B)(6) 2011, the unit was sent to repair services for evaluation. Inspection, testing and evaluation of the unit did not reveal any evidence of an operational malfunction. The unit passed qc checks and met specifications.